Manufacturer narrative:
Initial manufacturer notes: guerbet fr client support answers: "injector is still on the customer site, the biomedical engineer put it on hold. Our application and trainer specialist, (B)(6), will investigate on the injector on 24th february 2019 and will audit user's knowledge and practice to find out if it is an injector issue or mis-usage. Customer is aware of that and we got his agreement. Preventive maintenance was performed on the system on december 3rd, 2019. Manufacturer's device analysis results: guerbet's application manager as well as the regional technical manager went on site on february 24 in order to carry out an appraisal for the injector. This investigation did not reveal any fault with the injector. Since the injector was operating as designed it was returned to the customer for use. The hospital continued to use the injector after the incident and no other similar case was noted following the use of the injector. No problem/fault found, injector operation verified. Probable root cause was operator error in purging air from syringe and/or tubing (ref. IFU, 848581-c, section 4.1). Remedial action/corrective action/preventive action / field safety corrective action: no further investigation needed at this time. Quality assurance will continue to monitor and trend for similar issues. No CAPA at this time, these trends and issues are reported on during quality metrics reviews and during the management review meetings to consider input for corrective action. Final comments from manufacturer: guerbet's materiovigilance unit received an email from a hospital in france stating that following a contrast media injection, air bubbles were observed in the lung artery, and air microbubbles in left brachiocephalic venous trunk of the patient. Instructions for the proper purging of air from the system prior to injection, as well as precautions, are covered in detail in the instructions for use (ref. IFU, 848581-c, section 4.1), including steps to prevent air injections. Additionally, the optivantage injector sends a prompt to the operator requiring them to ensure all air is purged from the system and associated hardware, prior to injection. The operator must press a button on the injector acknowledging this has been completed prior to the device enabling the injection. Therefore, air injections are typically user related. To ensure that injector was operating properly, guerbet service sent their field service engineer (fse) to check the injector. The fse reported that the injector was operating as designed, and that a review of the device's event logs, indicated that there were no error messages or alerts that occurred during the procedure. Guerbet's application manager as well as their regional technical manager went on site on february 24 in order to carry out an appraisal of the device. This investigation did not reveal any fault with the injector, the history kept in the equipment indicates that there was no failure of the device during the alleged incident. The hospital continued to use the injector after the incident and no other similar case was noted following the use of the injector. Cts history search shows no other similar issues with this unit. No further investigations needed. The manufacturer is not aware of "similar" incidents with this type of medical device with a "similar" root cause.

Event description:
Initial information was received on 20 january 2020, the quality department received via a medical representative the following complaint regarding optivantage injector located at hopital (B)(6) for air bubbles observed in lung artery and air microbubbles in left brachiocephalic venous trunk following contrast product administration. A 61-year-old male outpatient presented at the radiology department of hopital (B)(6) on (B)(6) 2020 for thoraco abdomino pelvic CT scan for lung cancer. The patient was reported as 'difficult to infuse'. Volume acquisition CT scan was planned with optiject administration as follows: thorax at arterial phase and abdomen and pelvis at portal phase. Optivantage hd injector was used during the examination with optiject prefilled syringes (optivantage hd injector had been loaned in replacement following sbi injector failure from (B)(6) 2019). The manipulator mr5 (manipulator in training) proceeded as follows:- mismatched the old syringe- returned the injector- pressed the piston return- wait until the piston was in the starting position- positioned a new optiject syringe- blocked the system- removed the cap- tightened the ring and the fitting- purged the system, the product of contrast manually with the wheel- returned the system. The patient was then connected to the injector. Volume acquisition CT scan phases were performed at 02:30 pm. Mr5 performed the examination alone. Infusion was removed at 02: 45 pm. At 06: 00 pm following review of examination by the senior radiologist air bubbles were observed in lung artery and air microbubbles in left brachiocephalic venous trunk. The following steps were then taken:- the patient was contacted at home- the patient's condition was good.- the instructions given to his wife were to keep the patient in lying position with high flow oxygen therapy - the transfer was organized to hopital (B)(6) by the emergency medical service samu93. On (B)(6) 2020 the patient was transferred to hopital (B)(6) to be placed in hyperbaric chamber. On (B)(6) 2020 he final outcome was recovered and the patient was discharged.

Manufacturer narrative:
(B)(4) client support answers: "injector is still on the customer site, the biomedical engineer put it on hold. Our application and trainer specialist, (B)(4), will investigate on the injector on 24th february 2019 and will audit user's knowledge and practice to find out if it is an injector issue or mis-usage. Customer is aware of that and we got his agreement. Preventive maintenance was performed on the system on december 3rd, 2019.

Event description:
Initial information was received on 20 january 2020, the quality department received via a medical representative the following complaint regarding optivantage injector located at hopital tenon for air bubbles observed in lung artery and air microbubbles in left brachiocephalic venous trunk following contrast product administration. A (B)(6) male outpatient presented at the radiology department of (B)(6) on (B)(6) 2020 for thoraco abdomino pelvic ctscan for lung cancer. The patient was reported as 'difficult to infuse'. Volume acquisition CT scan was planned with optiject administration as follows: thorax at arterial phase and abdomen and pelvis at portal phase. Optivantage hd injector was used during the examination with optiject prefilled syringes (optivantage hd injector had been loaned in replacement following sbi injector failure from (B)(6) 2019). The manipulator mr5 (manipulator in training) proceeded as follows:- mismatched the old syringe- returned the injector- pressed the piston return- wait until the piston was in the starting position- positioned a new optiject syringe- blocked the system- removed the cap- tightened the ring and the fitting- purged the system, the product of contrast manually with the wheel- returned the system. The patient was then connected to the injector. Volume acquisition CT scan phases were performed at 02:30 pm. Mr5 performed the examination alone. Infusion was removed at 02: 45 pm. At 06: 00 pm following review of examination by the senior radiologist air bubbles were observed in lung artery and air microbubbles in left brachiocephalic venous trunk. The following steps were then taken:- the patient was contacted at home- the patient's condition was good.- the instructions given to his wife were to keep the patient in lying position with high flow oxygen therapy - the transfer was organized to (B)(6) by the emergency medical service (B)(6).on (B)(6) 2020 the patient was transferred to hopital (B)(6) to be placed in hyperbaric chamber. On (B)(6) 2020 he final outcome was recovered and the patient was discharged.